Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was c/o fatigue, dizziness upon standing and occasionally feeling different over the last two weeks. An alert for non-sustained rv oversensing and slight increased low voltage threshold was noted. A mix of svt above tracking rate and what appears slowing vt. Programming changes were made, and no further episodes noted. Device remains in use. A clinical impression was that the patient had been dehydrated. The patient is stable.